Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported to have received a blank screen display after changing battery. Customer was using a rechargeable battery that was once in a remote. Customer's blood glucose was 110 mg/dl. Customer was advised that it was not recommended to use rechargeable batteries. Customer was advised that once in receipt of appropriate batteries, to clear the battery out limit alarm and time would need to be reset.